Manufacturer narrative:
H11: h2: additional information on b5, b7 & h6 - health impact code. Corrected data on h6 - medical device problem code.

Event description:
It was reported that, during a distal biceps repair, after twisting to deploy three (3) q-fix all-suture anchors, the sutures were loose and easily came out when the anchors were pulled from the inserter, and the sutures broke where they loop through the anchors' bodies. The sutures were easily removed from the inserter with forceps and by gently pulling on the strands and were not bound up in it or stuck. The procedure was completed using an s+n backup device in the original drilled bone hole. There was a 15-minute delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a distal biceps repair, after twisting to deploy three (3) q-fix all-suture anchors, the sutures became loose and broke where they loop through the anchors' body, and easily detached when the anchors were pulled from the inserter. The procedure was completed using an s+n backup device. There was a 15-minute delay, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the device was received; however, a physical evaluation was not possible as the product was inadvertently misplaced. An evaluation of the customer provided image showed the device laying on a surgical table with a bent insertion tube and three ends of the two sutures are visible. The sutures looked clean cut, no signs of fraying or breakage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the sutures must comply with a break strength of 8.4 - 10.4 lbs. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.